Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a low blood glucose (bg) level; bg value was not provided. Reportedly, the customer intentionally overdosed on insulin. No additional patient or event information was provided, and the customer's family declined follow up from the technical support team regarding the event. Customer was discharged on (B)(6) 2025 and is expected to receive full support from the (B)(6) hospital following the incident.